Manufacturer narrative:
Additional contact information: (B)(6) regional hospital.

Event description:
Information was received indicating that two cadd legacy plus, mdl 6500, pumps exhibited under infusion. It was reported the following incidents occurred: (B)(6) 2019 a 48 hour pump was initiated, (B)(6) 2021 patient was due for a refill of pump and it was noted that there was extra chemo left in the bag. Reportedly there should have had about 41ml left and actually had 105ml left. Patient was re-connected with at 24 hour pump. On (B)(6) 2022 patient was due for a refill of pump and there was 260ml left in the bag when it should have only had 38ml remaining. On (B)(6) 2024 patient was due for a refill of pump and there was 70ml left in the bag when it should have been only 41ml remaining. Per reporter self-testing was run on one of the pumps and strange characters appeared along the screen? The screen was all garbled up. The reporter also indicated one of the patients will require an additional 25 hours of pump infusion due to inadequate infusion and extra decadron being administered to this patient because there was a specific regimen that must be followed for this drug. No additional information is available.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that two cadd legacy plus, mdl 6500, pumps exhibited under infusion. It was reported the following incidents occurred: (B)(6) 2019 a 48 hour pump was initiated, (B)(6) 2021 patient was due for a refill of pump and it was noted that there was extra chemo left in the bag. Reportedly there should have had about 41ml left and actually had 105ml left. Patient was re-connected with at 24 hour pump. On (B)(6) 2022 patient was due for a refill of pump and there was 260ml left in the bag when it should have only had 38ml remaining. On (B)(6) 2024 patient was due for a refill of pump and there was 70ml left in the bag when it should have been only 41ml remaining. Per reporter self-testing was run on one of the pumps and strange characters appeared along the screen? The screen was all garbled up. The reporter also indicated one of the patients will require an additional 25 hours of pump infusion due to inadequate infusion and extra decadron being administered to this patient because there was a specific regimen that must be followed for this drug. No additional information is available.